Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm non bsc balloon and then a 2.75x28mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. No patient complications were reported and the patient's current condition is good. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. The struts on the first row from the distal edge were slightly pinched and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Several kinks were identified along the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).